Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event and the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The subject device had no repair history. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. Based on the repair inspection, the image was not displayed because communication failure occurred due to a defective cable unit; however, the legal manufacturer could not conclusively determine the root cause of the defective cable unit. To mitigate damage to the cable unit, the IFU (instructions for use manual) provides the following: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Event description:
The biomedical engineer at the user facility reported the customer¿s reported ¿black screen¿ was found during inspection before use. It was confirmed there was no adverse outcome to the patient or procedure.

Event description:
Olympus (oci) was informed that the customer high-definition autoclavable camera head has an image issue, ¿when you plug the camera in, you only get a black screen. Other camera do not do this¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The subject device was returned to olympus. The evaluation confirmed the customer issue, a black screen is displayed and has been isolated to an internal disconnection of the cable unit. The evaluation also noted there are multiple dead pixels on the image. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use